Event description:
During a remote follow-up, noise resulting in oversensing was reported on the right ventricular (rv) lead. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received that the sensing noise resulted in pacing inhibition and was able to be reproduced in clinic. As a result, the right ventricular (rv) lead was capped and replaced to resolve the event. The patient was stable.